Event description:
Patient reported experiencing a hypoglycemic event, in 2005, while wearing the device. They reported that, sometime between 8:00 - 8:30 am, they fell out of bed. Pt's spouse tested pt's blood glucose, which read 10 mg/dl. Pt was given 3 cups of orange juice, and a root beer. At 9:45 am, their blood glucose measured ~ 50 mg/dl. No additional treatment was received. Pt stated that they believe the device was delivering too much basal insulin.